Event description:
International affiliate reports that the mountaineer x15 torque driver was used in implant removal surgery. When trying to remove a concomitant device set screw which was stiff, the tip of the x15 torque driver broke off from the instrument. The broken tip was removed and another driver was used to complete the procedure. There were no adverse consequences to the patient and no delay to the procedure.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mountainer x15 torque driver was not returned for evaluation. Review of the device history record could not be conducted as the lot number is unknown. A review of the complaint trend analysis for the product code found no emerging trends. Without the return of the x15 torque driver, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time. No systemic trends have been observed in this complaint file. Therefore, this complaint file will be closed with no further action required. If the sample involved with this complaint file becomes available, then the complaint file will be re-opened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.